Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys, serial/number: (B)(4), use by date: 2019-03-28, UDI number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five days post implant, the patient experienced a right leg, deep vein thrombosis. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.